Event description:
The following information was reported to gore: on (B)(6), 2018 a patient was undergoing treatment of a type b thoracic aortic dissection, zone 2 with gore® tag® thoracic branch endoprostheses and a conformable gore® tag® thoracic endoprosthesis as distal extension to aortic component. The maximum aortic diameter in the treatment zone was 44.6mm. According to the report all devices were positioned and implanted without issue. On (B)(6), 2018 the maximum aortic diameter in the treated segment was 47mm. On (B)(6), 2019 the maximum aortic diameter in the treated segment was 50.9mm on (B)(6), 2019 distal aortic false lumen perfusion was noted. On (B)(6), 2019 a reintervention took place whereby the distal treatment zone was extended with a zenith thoracic endovascular graft 38 x 1117mm (model/cat # g35357 / lot # e3813611) manufacturer: cook-aortic. The reintervention had a successful outcome.

Manufacturer narrative:
B.5. Updated.

Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specifications. According to the conformable gore tag® thoracic endoprosthesis instructions for use, adverse events that may occur include, but are not limited to aneurysm enlargements.

Event description:
The following information was reported to gore: on (B)(6) 2018 a patient was undergoing treatment of a type b thoracic aortic dissection, zone 2 with gore® tag® thoracic branch endoprostheses and a conformable gore® tag® thoracic endoprosthesis as distal extension to aortic component. The maximum aortic diameter in the treatment zone was 44.6mm. According to the report all devices were positioned and implanted without issue. On (B)(6) 2018 the maximum aortic diameter in the treated segment was 47mm. On (B)(6) 2019 the maximum aortic diameter in the treated segment was 50.9mm. On (B)(6) 2019 distal aortic false lumen perfusion was noted. On (B)(6) 2019 a reintervention took place whereby the distal treatment zone was extended with another device.